Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon pinhole occurred. The lesion being treated was located in the non calcified right coronary artery (rca). The 2.5x20mm apex mr balloon was advanced to pre-dilate the rca. The balloon was inflated and it was noted that dye was leaking out, upon removal a pin hole was noted in the balloon. The procedure was completed with another 2.5x20mm apex balloon. No patient complications were reported and patient status is good. Additional information has been requested and is not available

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon pinhole occurred. The lesion being treated was located in the non calcified right coronary artery (rca). The 2.5x20mm apex mr balloon was advanced to pre-dilate the rca. The balloon was inflated and it was noted that dye was leaking out, upon removal a pin hole was noted in the balloon. The procedure was completed with another 2.5x20mm apex balloon. No patient complications were reported and patient status is good. Additional information has been requested and is not available

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination of the returned device found a build up of solidified contrast media inside the inflation lumen. Several attempts were made to inflate the balloon without success. The device was immersed in warm water in an attempt to dissolve the solidified contrast media, however all additional attempts to inflate the balloon failed. A detailed microscopic examination of the balloon material could not identify any tears or pinholes. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).